Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the tip of the drill was still in the hole. He then shot an x-ray and it showed that about 5-8 mm was still in the bone. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) user applied excessive force to the device, 2) starting and stopping drill, 3) pulling drill out of bone without running drill, or 4) moving drill guide during drilling. The reported failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that during surgery the tip of the drill remained in the patient's bone.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during surgery the tip of the drill remained in the patient's bone.